Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the customer returning the sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he received a sensor error and removed the sensor. Customer stated that he then noticed that the sensor wiring was detached from the needle. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.